Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value not provided. Reportedly, customer overcorrected via bolus delivery for a prior bg level. Customer attempted to self treat my consuming carbohydrates; however customer passed out and the paramedics were called and assisted by giving the customer sugar to address bg level. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.